Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03230. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to cystocele and stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 01/04/2017.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary problems and vaginitis.

Event description:
It was reported that following insertion patient experienced urinary problems and vaginitis.

Manufacturer narrative:
(B)(4).